Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on 7/20/2016 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working tmuch better and they have not had any medical intervention or symptoms since the last call.

Event description:
Received an email from a customer saying the following: wanted to alert you to an issue we have had with a box of leader syringes. I would have taken them back to the pharmacy, but I had already emptied the syringes into another container and thrown away the box they came in. The syringes push hard into the skin and then 'grab' the skin when you take it out. My daughter has had diabetes for ten years and these are probably the worst shots has used. We contacted customer back and customer states that the syringes works but it catches her daughter skin going in and coming out and it hurts a lot to use them. Customer did not need to seek any medical intervention.